Manufacturer narrative:
Review of livanova complaints database revealed one further previous contamination event notified on this unit since installation in 2019. No deviation from IFU's of product in terms of cleaning and disinfection procedures was identified. As no other devices/surfaces in the or/ICU were tested in order to identify the source of contamination, it cannot be excluded that the event was caused by a source of contamination present at the customer site, despite it could not be determined. Livanova has implemented a strategy to progressively decrease the probability of bacteria grow in the hc device by applying multiple measures implemented over the past few years through dedicated CAPA and field action. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. Patient information was not provided. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in milan, italy. Through follow-up communication with the customer, livanova learned the following information: the device was cleaned regularly as per the instructions for use; no patient reusable heating blankets are used by the hospital: water quality monitoring is applied and h2o2 is checked daily as prescribed by the instructions for use; when the device is not in use, it is stored emptied: a pall-aquasafe disposable filter with a 0.2 m membrane or a filter with equivalent performance is used for tap water: surfaces and water circuits are disinfected before initial operation and before storing the heater-cooler: the surfaces of the device are disinfected after each operation: the 3t aerosol collection set is replaced after the permitted period of use: the device placed is inside the operating room during use, with the fan positioned towards the wall, opposite direction to the operating table, at an estimated distance between the operating field and the device of approximately 2 meters: water source has been tested. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with a high bacterial loads (greater than 100 cfu/ml). The laboratory report confirming the reported contamination has been provided to livanova. There is no report of patient injury.